Event description:
Event description cpi received information that the patient had returned to her doctor after suffering several falls. The physician was unable to interrogate the implantable cardioverter defibrillator (ICD) or get tones when a magnet was applied.